Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown titanium adapter disconnected from an unknown transfer set. This occurred during patient use. The patient stated that they had their transfer set changed, and the next day it ¿fell off.¿ the patient was given preventative antibiotics and had the transfer set reattached. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.